Manufacturer narrative:
An autopsy was not performed, therefore, the actual cause of the patient's death cannot be determined. No product was returned for evaluation. A review of the patient's treatment log files indicated a successful prime and alarms test. A review of the reported lot number for the disposable extracorporeal cartridge found no other related complaints in the complaint database. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Report received from a home training nurse regarding a (B)(6) year old female patient, who died within minutes of starting her first treatment with nxstage system one. The patient had a history of diabetes, bypass surgery, and had a pacemaker implanted approximately 3 weeks ago. The patient had been on dialysis for approximately 5 months and this was her first time training with nxstage system one. At the start of treatment the patient was stable however, within 2 minutes the patient became extremely itchy and began to lose consciousness, she was given a saline bolus and benadryl. The patient became asystolic, CPR was initiated, and paramedics were called. The paramedics treated her with epinephrine, however, she never regained a pulse. The patient's husband declined to have an autopsy. The home hemodialysis nurse stated the patient had a similar reaction of itching previously when treating in center and was treated with benadryl. The home hemodialysis nurse felt a relationship of the event to the device could not be ruled out.